Event description:
It was reported that intra-op, the surgeon was using the product to extract an implant on a revision case. The prong on the end of the product broke off but no fragment of the product remained in the patient. The product came in contact with the patient. No patient complications were reported due to this event.

Manufacturer narrative:
(B)(4). Product analysis findings: visual examination confirms the superior tang is broken; the broken piece is missing and not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue. The remaining tang is bent, but not broken. Conclusion: the observations of the failure mode from the inserter are consistent with bend stress overload.